Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. The patient reported feeling painful stimulation. A week prior to the report, the patient had leaned back against a railing and felt a horrible pain shooting through her stimulator. The patient jumped forward and got another shock/pain ¿in there¿. The patient experienced the same shooting pain where her ins is located when she leaned against a kitchen counter. The manufacturer asked if it was a shocking sensation and the patient stated the sensation she felt was pain and only happens with positional movements. The patient also reported that the ins moves around in the pocket site. Additional information was received from the patient a few weeks later. The patient had an appointment with her physician on (B)(6) 2016. The circumstances leading to the movement of the ins were unknown and the pain/movement were reported to have resolved on their own.

Event description:
Additional information received from the healthcare professional reported that it was unclear what the cause of the ins moving in the pocket was. It was stated they "needed change of programs and improved."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.